Manufacturer narrative:
No unexpected button error alarms noted. The insulin passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump had an intermittent button response on the esc and act buttons due to corroded keypad traces noted. The motor was tested outside of the insulin pump and passed. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknowng mg/dl. The customer was avsied that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to backup plan. The customer reported via phone call indicating that the insulin pump alarm motor error during priming.the customer's blood glucose was unknown mg/dl. Customer stated that their is no significant events leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.